Manufacturer narrative:
B5: the surgeon reported the event was just normal healing and post-op the patient is at 20/20 ou with a -.50 sph rx ou. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients right eye (od) on (B)(6) 2023. At post-op, day of the surgery, the patient had good pressure, vault and was seeing 20/20. At post-op day 1, the patient was seeing 20/50, with normal pressure and vault. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Patients information: unk. Date of event: unk. Expiration date unk. Explant date: unk. Device manufacture date: unk. Claim # (B)(4).